Event description:
It was reported that when the patient presented in the clinic for a routine follow up, the device exhibited rapid battery depletion. The physician elected to explant the device. No further information is available.

Event description:
New information received states that the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.